Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that about a year and a half ago, the patient started experiencing a heart flutter while the ins was turned on and in use. The patient said the heart flutter went away when he turned the stimulator off. The patient had not used the stimulator since experiencing the heart flutter symptoms. The patient stated he experienced weight gain over the past several years. The rep attempted to interrogate the battery, but it was completely discharged and in a power on reset (por) state. An explant was scheduled for (B)(6) 2018. No further complications were reported.